Event description:
This is report 1 of 3 for complaint (B)(4).

Event description:
It was reported that the surgeon attempted to place a 1.1 threaded guide wire into a subcapital physeal fracture of labrador k-9 for reduction and the tip of the wire broke, leaving the threaded tip in the dog's bone. This happened three times with three of the same size guide wire. The surgeon then placed a non-threaded k-wire of the same size and was successful. Three tip fragments remain in the bone. This is report 1 of 3 for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is a veterinary product. Device is similar to a device marketed for human use. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.